Event description:
Incident in france: during a procedure, the lateral arm that supports the autoguide (B)(4), disengaged and the autoguide fell down. The autoguide is the device that positions the needle holder or biopsy device used to place a biopsy needed at the site of the lesion. The autoguide did not fall down on the floor because it was stopped by the power supply/control cable. The needle fell to the floor and was damaged. There was no reported injury to the patient.

Manufacturer narrative:
As a preventative measure, locking blocks of lateral arm and attachment pins on which lateral arm engages, have been replaced and sent back to the manufacturer for further investigation. The system was replaced at this site. Incident occurred at: (B)(6).